Manufacturer narrative:
Additional information: h6 and h11 h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of novum iq large volume pumps had damaged administration sets. The event was further alleged that the lines ¿get kinked.¿. The event occurred during an unknown process step. The departments that alleged these events were from one or more in the intensive care unit (ICU), medical/surgical, family birth, and emergency department (ed). There was no report of patient injury or medical intervention associated with this event. No additional information is available.